Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("detection of a piece of implant") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2015, the patient had essure inserted. Essure was removed in 2021. An unknown time later she experienced device breakage (seriousness criterion intervention required), heavy menstrual bleeding ("heavy and hemorrhagic menstruations"), fatigue ("significant tiredness") and pelvic pain ("permanent pain"). The patient was treated with surgery (loss of organ: removal of uterine tubes and then removal of the uterus 4 years later). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage, fatigue, heavy menstrual bleeding and pelvic pain to be related to essure administration. The reporter commented: in (B)(6) 2017 : removal of uterine tubes. In 2021, detection of a piece of implant, then, removal of uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-apr-2023: upon receipt of follow up it was identified duplicate of 2021-114395 so this case needs to delete from argus data base. All reference's, source documents , reporters are transferred to retained case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("detection of a piece of implant") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2015, the patient had essure inserted. Essure was removed in 2021. An unknown time later she experienced device breakage (seriousness criterion intervention required), heavy menstrual bleeding ("heavy and hemorrhagic menstruations"), fatigue ("significant tiredness") and pelvic pain ("permanent pain"). The patient was treated with surgery (loss of organ: removal of uterine tubes and then removal of the uterus 4 years later). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage, fatigue, heavy menstrual bleeding and pelvic pain to be related to essure administration. The reporter commented: in (B)(6) 2017 : removal of uterine tubes. In 2021, detection of a piece of implant, then, removal of uterus. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("detection of a piece of implant") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2015, the patient had essure inserted. Essure was removed in 2021. An unknown time later she experienced device breakage (seriousness criterion intervention required), heavy menstrual bleeding ("heavy and hemorrhagic menstruations"), fatigue ("significant tiredness") and pelvic pain ("permanent pain"). The patient was treated with surgery (loss of organ: removal of uterine tubes and then removal of the uterus 4 years later). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage, fatigue, heavy menstrual bleeding and pelvic pain to be related to essure administration. The reporter commented: in (B)(6) 2017 : removal of uterine tubes. In 2021, detection of a piece of implant, then, removal of uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.